Event description:
Information was received indicating that during use, a smiths medical tracheostomy silicone bivona tube adult tts was placed for a patient in the ICU, and by the third day, it was noted that the cuff pressure decreased, and the device was found with a pinhole in it. Subsequently, the device was replaced with another one, however, was removed as the patient had the ability to talk. The reporter also indicated that no water was found in the balloon when attempting to deflate-balloon was found to have ruptured. It was also reported that, the binova that was replaced also had lowered cuff pressure. A pinhole was found and had to be removed. The reporter indicated that extubating, and intubating had to be performed 3 times. No patient consequences were reported.

Manufacturer narrative:
Device evaluation: two smiths medical tracheostomy silicone - bivona tube adult tts were returned for analysis in used condition without their original packaging. Visual inspection showed a big split in the cuff of sample one. Functional testing involved leak testing and leaking was found in sample two. Based on evidence and investigation, the complaint allegation was confirmed. One possible, but unconfirmed, problem source was listed as the cuff being damaged after the product left the smiths medical facilities since all cuff devices are 100% leak tested.